Event description:
Patient had a aortogram, renal artery arteriogram. The procedure went well angio-seal closure device was deployed. Pt went to recovery room. Lay flat for > 4 hours given discharge instructions. Four days later (B)(6) 2022 found down at home and brought to ed but eventually passed away. Autopsy revealed plastic anchor was bent in half and surrounded by hematoma and dense collagen. FDA safety report ID#:(B)(4).